Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant the right ventricular (rv) lead dislodged and exhibited pacing/sensing failure. It was noted that the patient experienced palpitations and chest discomfort. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.